Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error. Customer stated that they went swimming and found that the insulin pump had a crack. Customer stated that the insulin pump performed safety check and the error was found. Customer stated that the labeling and packaging device labels, including serial number and dome label stickers were missing, removed, worn, faded, or damaged following usage of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.